Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. H1: type of reportable event. H6: impact codes. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that during a routine follow up, one high out of range shock impedance measurement was noted in the right ventricular (rv) lead. Data was sent to boston scientific technical services (ts) for their review and recommendations. No noise was recorded in store episodes. Physician decided to keep monitoring this patient via latitude system. At this time, the system remains in service. No additional adverse patient effects were reported. Additional information was received detailing that the shock impedance measurements were observed once again. A commanded shock tests was performed in order to evaluate the device. It was decided to continue monitoring the patient and address the issues once the battery of the device is near elective replacement indicator (eri). At this time, this device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that during a routine follow up, one high out of range shock impedance measurement was noted in the right ventricular (rv) lead. Data was sent to boston scientific technical services (ts) for their review and recommendations. No noise was recorded in store episodes. Physician decided to keep monitoring this patient via latitude system. At this time, the system remains in service. No additional adverse patient effects were reported.